Manufacturer narrative:
This product has not been returned. If returned the product would undergo analysis testing and the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a follow-up visit the clinic was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). The device was subsequently explanted for suspected premature battery depletion. A new s-ICD was implanted without issue. No additional adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned. If returned the product would undergo analysis testing and the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report is being filed to correct h7 remedial act as it was inadvertently incorrect on the last report.

Event description:
It was reported that during a follow-up visit the clinic was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). The device was subsequently explanted for suspected premature battery depletion. A new s-ICD was implanted without issue. No additional adverse effects were reported.

Event description:
It was reported that during a follow-up visit the clinic was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). The device was subsequently explanted for suspected premature battery depletion. A new s-ICD was implanted without issue. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned. If returned the product would undergo analysis testing and the report will be updated at that time.